Manufacturer narrative:
Results: load cell.

Event description:
It was reported by service report that the zoom drive was broken. The right side rail would not lock in the full upright position and the brakes are not holding. No patient involvement or adverse consequences are reported.